Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the rn, who stated "she is trying to record a strip and it will not record." The intra-aortic balloon pump (iabp) does not record a strip. It was recommended that if the powering off and back on of the iabp does not reset the printer, they could switch out the pump. There was no patient death or serious injury reported. Patient outcome reported as fine.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp printer malfunction is not able to be confirmed. The pump is in service and no similar issues have been reported. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn, who stated "she is trying to record a strip and it will not record." The intra-aortic balloon pump (iabp) does not record a strip. It was recommended that if the powering off and back on of the iabp does not reset the printer, they could switch out the pump. There was no patient death or serious injury reported. Patient outcome reported as fine.